Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device failed to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The reported issue of inability to deliver therapy could not be duplicated. Device logs show the unit successfully charged multiple times but did not deliver shocks due to defibrillation lead fault messages, indicating failure to detect valid patient impedance. Review of logs also identified multiple ECG multi-lead faults, suggesting improper electrode or lead attachment. These conditions are consistent with poor electode to patient coupling, placement, or accessory-related factors. The device passed all functional testing including stress testing and defibrillation cycle testing. Internal inspection revealed no discrepancies. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.